Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to intuitive surgical for evaluation to date. Once the instrument is received and failure analysis is performed, a supplemental report will be provided detailing the results of the evaluation. This complaint is being reported due to a fragment of the monopolar curved scissors reported as having been fallen off into the patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure with no lasting permanent impairment of a body function or permanent damage to a body structure occurring.

Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the plastic ring near the tip of the monopolar curved scissors instrument (located before tip cover) fell off during the procedure into the patient. Originally the surgeon thought that the ring came off of the uterine manipulator (non-isi device). After the scissors were pulled out of the instrument arm, it was noticeable that there was a piece missing, and it was the plastic ring from the monopolar curved scissors and not the uterine manipulator. The procedure was completed and no adverse event was reported to have occurred. A customer response to a request for additional information confirmed that the portion that fell off of the instrument and into the patient was retrieved during the same procedure. No additional open or laparoscopic procedure was required to remove the fragment. The reported event occurred less than 2 hours into the procedure. The device was reported to have been inspected prior to use and did not make contact with other instruments during the surgical procedure.